Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2020. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: upon visual evaluation of the device, a tear was observed at the union between the shell and the suture tab. Microscopic examination was performed and the cause of the tear could not be identified. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast reconstruction revision with an unknown mentor tissue expander experienced left sided deflation post procedure. There was a hole in the expander causing it to leak. As a result, the device was replaced with new 650cc mentor artoura tissue expander on (B)(6) 2020.

Manufacturer narrative:
The investigation of the video provided was completed by the failure analysis lab on august 3, 2020. Device evaluation summary: upon visual evaluation of the video provided in the complaint, the tissue expander was observed to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. The identity of the tissue expander previously reported ad unknown mentor tissue expander was revealed through the product investigation. The device was a 750cc artoura breast tissue expander. A manufacturing record evaluation (mre) was performed for the finished device number 7598736, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).